Event description:
The "holter-rickman" shunt system that pt has in has pulled apart causing massive amounts of fluid to accumulate in the ventricles in her brain. She has quit walking and being functional after many years. Rptr believes that this shunt has not worked for many years. In august pt had another shunt put in. The old one was not removed due to complications that could occur. This has caused her to become permanently disabled and non-rehabable. During this time pt has been in excruciating pain and has become very disturbed because of the pain. Pt'"got reallly bad a couple of weeks ago" and had to be transferred to the hosp.